Event description:
Spacelabs rec'd a report that a multigas analyzer module displayed question marks rather than agent values when a single agent was delivered. The display showed "des" and "sevo" and no agent values when delivering more than one agent. The report state that the device was working when case started and then exhibited the problem well into the case. The operation of the device did not affect pt outcome.

Manufacturer narrative:
The device was returned to spacelabs (B)(4) for testing. Performance testing confirmed that the gas bench had malfunctioned. The gas bench was replaced and device operation confirmed. The customer's unit has been replaced. We have concluded that no further action is required and consider this issue closed.